Manufacturer narrative:
A ge rep evaluated the system and cleaned and reseated the video cable connection on the camera. System operates as intended. This MDR is related to ge healthcare complaint number.

Event description:
Customer reported that the left monitor is showing snow and lines. No pt injury was reported.